Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a hospital visit, the health care professional (hcp) had difficulties interrogating this pacemaker device with programmer. Technical services (ts) was consulted for troubleshooting assistance. Troubleshooting efforts were attempted but were unsuccessful. Ts referred the hcp to the local field representative for further troubleshooting. Subsequently, a replacement procedure was performed. This pacemaker was explanted due to normal battery depletion (nbd) and replaced with a new device successfully. No additional adverse patient effects were reported.